Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no damage to the handle housing and a depleted battery. Functional testing noted that the handle was placed on charger and was removed when the charging status was solid green, the motor test passed, and the piezo sounded. It was also noted that the oled displayed ready for clamshell. Clamshell and adapter were attached and calibrated properly. The reload was also attached, recognized, and articulated properly. A review of the system logs showed evidence of multiple reset failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. The reported condition is due to field programmable gate array (fpga) being unable to reset. This condition could impact the handle either extra operatively or intra operatively. The power pack software uses fpga for motor controls. When the fpga is unable to reset, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and a motor move is commanded, such as motor test at initialization, the result is power pack error. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic total gastrectomy, after software upgrade version (B)(4), when the handle was inserted into the shell, the lcd screen displayed a handle red circle with line error. The powered was approach and reset with the charger were performed, but the situation did not improve. Both handle and shell were changed to complete the case. There was no patient involved.